Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) one (1) clearlink duo-vent c-flo set10 dpm duo-vent that came out of the package with the blood tubing separated. There was no patient involvement, no medical intervention and no injury reported. No sample is available. No additional information is available.